Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of dissection was "guide induced" after the stent placement and not due to the stent as previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05458 (B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2017, clinical status assessment identified the patient¿s qualifying condition as stable angina (ccs classification: 3). Subsequently, index procedure were performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with pre-dilatation and placement of two 4.00 x 12 mm study stents. Following post-dilatation, residual stenosis was 0%. Following treatment of the target lesion, dissection was noted and an intervention was performed to treat the dissection. Two days later, the patient was discharged on dual antiplatelet therapy aspirin and clopidogrel.